Event description:
It was reported that the pta balloon ruptured during the first inflation at 14atm. During retraction, the balloon fully detached from the catheter and was removed in its entirety using a snare. No further treatment was required. There was no pt injury.

Manufacturer narrative:
A mfg review could not be performed as the lot number is unk. The device has not been returned for eval to date. The investigation is currently underway.